Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. No visual abnormalities were noted. Functional testing confirmed the condition of reload not recognized. The adapter was disassembled, and it was found that the internal dome pieces of the switch responsible for bridging the switch contacts and activating the switch when pressed were flattened. When the switch is attempted to be activated under this flattened condition, the dome pieces do not properly bridge the contacts when pressed resulting in the switch to not activate. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. However, a component error was identified during product analysis. The most likely root cause for the flattened dome pieces of the switch is increased pressure was placed on the switch. This can be due to the mma board moving around in the adapter articulation housing during activation. The product analysis established a relationship between a device failure and the reported incident of reload not recognized. The root cause of the observed condition was determined to be a result of a manufacturing activity and a product enhancement has been implemented to prevent this condition from recurring. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: during demonstration, the nurse set the device for performing test and connected reload to adapter, and pushed the each button, however could not open ,close or articulate the jaws at all. The nurse did not remember the status of each indicator. Replaced by another adapter, the device reacted normally. No patient injury.